Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where water leak from the connector, there was right/left knob angulation play, up/down knob angulation play, the bending section rubber glue was separated, and the acoustic lens was peeled.. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation has not yet been completed. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, auxiliary, balloon, and the forceps elevator wire channel. The customer uses aniosyme detergent during the pre-cleaning process. During the manual cleaning process, the customer uses detergent aniosyme. The customer uses asept in med brushes, lot number 220335. Brush points on the device during manual cleaning were not provided. The customer did not indicate if the scope was manually disinfected. For automated endoscope reprocessor (aer) treatment, a getinge machine is used with poka-yoke detergent and poka-yoke (disinfectant). The scope is stored in a cabinet with drying function. The customer did not specify if olympus is the maintenance company used by the facility. The scope was not sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 15 colony forming units (cfus) of rothia dentocariosa, unspecified gram-negative bacilli and enterococcus faecium. During the second sampling, the scope tested positive for 1 colony forming units (cfus) of enterococcus hirae. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.